Event description:
Consumer had an unapproved pedicle screw implanted approx 2 years ago. He became disabled by the implant. He did sign an informed consent and was aware that the product was not approved at the time of implant; although, the dr said the product would be approved in a few months. The consumer was reluctant to provide more specific info at the time of his phone call.